Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl, 404 mg/dl, 438 mg/dl, 380 mg/dl. Customer was treated with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had no delivery alarm and insulin was exited. Customer stated drive support cap appears normal. Customer did not allege insulin pump was under delivering. Customer stated cannula was bent. Customer declined to continue troubleshooting for insulin pump. The insulin pump will not be returned for analysis.